Manufacturer narrative:
(B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched. The system parameters of quality control (qc) and calibration were recovering within assay and instrument specifications at the time of the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system serial number (B)(4) for one (1) patient. The customer repeated the patient's sample two (2) additional times on the same access 2 immunoassay system and obtained lower results, within the assay's normal reference range. The initial, elevated access accutni+3 result was released from the laboratory. There was no change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 result. Quality control (qc) and calibration were performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a lithium heparin plasma tube and was centrifuged for four (4) minutes at 6,000 rpm (revolutions per minute).